Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thorascopic lobectomy procedure, when the surgeon tried to fire the device during ligation and division with a tan reload on the pulmonary artery, the surgeon was able to press the green button but couldn't squeeze the handle at all so the surgeon retracted the knob fully and he could open the jaw from the tissue. Later on the procedure, when the surgeon was trying to fire the device again but this time during ligation and division on the lobar bronchus with a purple reload, surgeon again, the surgeon was able to press the green button but could not squeeze the handle at all. So he did retracted the device so they could open the jaw from the tissue. No patient injury.